Event description:
It was reported that the patient presented to clinic with severe chest pain. A chest x-ray revealed a ventricular lead micro-perforation. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.